Event description:
It was reported that a patient was in the back seat of a car and got rear-ended on (B)(6) 2012. The patient's implant "has not been working" since the car accident. It was stated that the patient was seeing a message on the programmer indicating that the battery was low or dead. There were new batteries in the programmer. The patient had a doctor appointment scheduled two weeks from the report date. Later that day, it was reported that the patient was going to meet with her doctor on (B)(6) 2013. It was stated that the patient planned to let her doctor know about the accident so that diagnostic tests could be done. Further information had been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3080, lot# l88575, implanted: (B)(6) 2001, product type: lead. Product ID: 3031, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. (B)(4).

Event description:
Follow up information received reported there was a break in the lead component of the implantable neurostimulator system. The cause of the event was noted as unknown. The entire ins system was then replaced. Following the replacement procedure, the patient outcome was reported as recovered without sequelae and did have a follow-up appointment scheduled for (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: extension. Product ID 3080, lot# l88575, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: lead. (B)(4).